Event description:
The customer states that a patient sample processed using the architect ca125 assay generated a falsely low result of 18.9 u/ml compared to a result of 236.9 u/ml obtained on another architect at a different facility using a different reagent lot. The higher value was comparable with the patient's previous test result history for (B)(6) 2009. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.